Event description:
On (B)(6) 2014, the surgeon did the first revision surgery where he took out a stem of another company implanting an amistem c. He though everything was ok, but later on, he realised there was a proximal femur fracture. He did a second revision on (B)(6) where he took out the amistem and the ball head implanting a revision stem with a new crco ball head. MFR ref # 3005180920-2014-00119.